Manufacturer narrative:
Product analysis: the transition shaft was severely stretched and kinked. The transition shaft measured 32cm in length. The distal tip was severely damaged. The mandrel loaded with resistance. The balloon could not be inflated so the device was placed in a water bath at 37 degrees celsius to disperse hardened blood and contrast to facilitate inflation. Following removal from the waterbath the balloon only partially inflated. The balloon then failed to deflate. (B)(4). Patient age is approximate.

Event description:
The physician was attempting to use a sprinter legend balloon to treat a lesion just proximal to a bifurcation of the lad and cx in the left main. The target lesion exhibited moderate calcification. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The sprinter legend balloon was the first balloon used in the procedure. The balloon was inflated with no issues in left main / lad but was occluding the cx. After this first inflation the sprinter legend balloon would not deflate. The everest inflation device was replaced and deflation was attempted again to no effect. A syringe was attached and the physician tried to provide negative pressure to actively pull the inflation media out but this did not work. The physician decided to slowly remove the inflated balloon through the catheter which they were able to jiggle around and make work. Balloon was removed and the case proceeded as normal with no further complication to the patient.